Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a treatment procedure, thrombus occurred. A 4.0mm x 1.5cm small peripheral cutting balloon was utilized during the procedure with a 6fr introducer sheath. At an unspecified time, the physician observed a shaft kink at the level of the monorail exit port. The cutting balloon was exchanged with another of the same device and the procedure was completed. It was also reported that the procedure was extended and upon completion thrombus was observed.

Event description:
It was further reported that the procedure was extended only due to the device exchange. The cause of the thrombus is unknown, but it was noted that it was not due to the use of the cutting balloon. There were no additional patient complications and the patient's status post procedure was stable.

Manufacturer narrative:
(B)(4).